Event description:
It was reported by service report that the bed will not go down and is stuck in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Failed plunger switch.